Manufacturer narrative:
Film evaluation results are: the exact cause of the stent graft migration and possible rupture could not be determined from the films provided. Earlier post-implant films were not available for review and comparison. The bifurcate was ~4cm below the renal arteries and had migrated into the sac. It appears likely that disease progression with neck dilatation, angulation, and thrombus contributed to the events. Although no clear proximal type I endoleak was seen, it is possible that the aaa may have been pressurized via the thrombus within the proximal neck. The cause of the stent graft thrombus could not be determined; this may have been patient related. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 70 mm abdominal aortic aneurysm. It was reported that, approximately six years and nine months post index procedure, the patient presented emergently with abdominal pain. A CT revealed that the aneurx stent graft had migrated and was between 2 cm and 3 cm below the lowest renal artery. A proximal type I endoleak was not observed. Additionally, a retroperotoneal hematoma and a possible rupture were observed on the patient's right side. The following day, the physician elected to implant an endurant ii aortic extension. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.